Manufacturer narrative:
Visual analysis of the returned device identified: one extended opening and brown particles material was found on the shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: sharp edge opening in the shell with nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening in the shell with nicks in the side posterior assessed as surgical impact opening.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Explant surgery has not been confirmed.

Event description:
Healthcare professional reported right side rupture and "silicone granuloma." The device remains implanted.